Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "original surgery was (B)(6) 2010. The rod at s1 connector (sometime after orig surgery (B)(6)) was loose (came loose). It disengaged from connector and caused pt pain. Surgeon had to re-operate to re-attach rod to screw via connector. Xray of rod loose in pt attached. Surgeon would like written report of why this happened. I am sending all removed hardware. The medium connector with the scratches and nicks (I've put a black "lp" on it) was the s1 (loosened) connector. Please reply asap."